Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 with an ldh of 2293. His inr was 2.24. On (B)(6) 2014, the patient's ldh was 422 and inr was 3.35. The patient denied experiencing any blood or dark colored urine. Since implant the patient's ldh had been in the 400 range. A ramp echo was performed, and when the pump speed was increased to 12,000 rpm there was no change in the ventricles, nothing happened. The pump was exchanged on (B)(6) 2014.

Manufacturer narrative:
The pump was returned to the manufacturer assembled with the driveline cut approximately 3¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow revealed no evidence of thrombus formations or depositions. Examination of the pump upon disassembly revealed a thrombus formation surrounding the rotor bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while the pump was supporting the patient. Examination of the rotor upon disassembly of the pump revealed a flat, tissue-like deposition on the body of the rotor. This deposition was not laminated and lacked denaturation indicating the formation likely formed elsewhere within an acute time frame. Although the origin of these depositions and the root cause for their development could not be conclusively determined through this evaluation, they could have contributed to the patient¿s elevated ldh levels. Upon removal of the observed depositions the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The (B)(4) user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: lvad malfunction/thrombosis.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.